Manufacturer narrative:
Literature citation: fea am, ahmed ii, lavia c, mittica p, consolandi g, motolese I, pignata g, motolese e, rolle t, frezzotti p. Hydrus microstent compared to selective laser trabeculoplasty in primary open angle glaucoma: one year results. Clin exp ophthalmol. 2017 mar;45(2):120-127. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via literature article to evaluate success rate of trabecular stent glaucoma placement during the introductory phase. This file describes about vitreous hemorrhage in one eye (2.7%). Fea am, ahmed ii, lavia c, mittica p, consolandi g, motolese I, pignata g, motolese e, rolle t, frezzotti p. Hydrus microstent compared to selective laser trabeculoplasty in primary open angle glaucoma: one year results. Clin exp ophthalmol. 2017 mar;45(2):120-127.

Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of vitreous hemorrhage in 1 eye (2.7%) as per literature; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).